Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: cable device, 12/6/2022 device history record review: a device history review was performed and no non-conformance's were identified related to the reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the device experiencing an unintended activation/motion, identified during service and evaluation was confirmed. It was determined that the issue was due to improper reprocessing. The assignable root causes were determined to be due to environment. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the electric pen drive device was exhibiting unintended motion due to improper reprocessing. It was further determined that the device failed pretest for check for unintended motion. It was noted in the service order that during pre-surgery, it was discovered that the device did not work anymore while being used together with the cable device. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.